Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID(B)(4).

Event description:
It has been reported, while setting up for a case found the following: when the scope was plug into tower an image was seen however it was flickering with purple image. Took it down and popped back in and sometimes no image at all. No patient involvement reported.

Manufacturer narrative:
Conclusion summary: the image failure was attributed to defective imager which is coded as material issue. No trend has been identified. Risk evaluation determined that the probability of harm has increased from improbable to probable, however, risk level was not impacted. This event is filed under internal complaint ID(B)(4).